Manufacturer narrative:
Reported event: an event regarding pain involving an unknown scorpio insert was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted unknown insert with some possible explanation damage. From the photographs provided there is no evidence that this device contributed to the reported event. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#series 7000 standard tibia ; cat#7115-0005 ; lot#t02v281. Device name#scorpio femoral component ; cat#unknown ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.

Event description:
It was reported that the patient's left knee was revised due to pain. A scorpio knee construct was revised to a gmrs/ mrh distal femoral replacement.